Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer was not able to fire monopolar energy with the integrated electrosurgical unit (iesu). Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had replaced the instrument cable four times (including a brand-new cable), tried both monopolar ports, checked that the effect setting was not at 0, and restarted the system. The site continued with an external force triad generator. The isi technical support engineer (tse) checked the logs and identified error c-34 on the iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) had no physical issues found during visual inspection. The c-34 error was found during power-on. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to defective component.